Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 27th august, 2021 getinge became aware of an issue with volista standop surgical light. As it was stated, the surgical light's screws were rusted, what was confirmed by the photographic evidence. There was no injury reported, however, we decided to report the event based on the potential as rust appearance may lead to particles detachment and further particles falling off into sterile field or during procedure may cause contamination.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with volista standop surgical light. As it was stated, the surgical light's screws were rusted, what was confirmed by the photographic evidence. There was no injury reported, however, we decided to report the event based on the potential as rust appearance may lead to particles detachment and further particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event due to corrosion occurrence. There is no information if at the time when the event occurred the device was or was not being used for the patient treatment. Traces of oxidation observed on the parts inside the light head must be very superficial probably mixed up with dried residues of disinfecting products. Furthermore, abnormal quantity of liquid is also noted. This light is disinfected with a device using a spray generator (aerosept from anios) which is not recommended because of the risk of troubles described above (liquid in the light head and little traces of oxidation). A warning in IFU mentions clearly to not use a spray for cleaning or disinfecting. This way of disinfecting should be avoided as soon as possible in order to follow the recommendations, that is to say wipe with a cloth soaked in disinfectant. We believe that currently and overall, the related devices are performing correctly in the market with regards to the reported issue.